Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint on the vessel sealer extend. Failure analysis found the primary failure of a dislodged grip ring. This failure was likely caused the grips to not open, as the grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The root cause is attributed to manufacturing. Additional observations related to the customer-reported complaint include the finding of a dislodged grip ring screw inside the housing. The dislodged screw resulted in the grip ring being dislodged. The root cause is attributed to the component's susceptibility to damage. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had to be manually forced open to release tissue from jaws. Technical support engineer (tse) reviewed logs and found no faults. Tse advised customer to take the instrument out of rotation and returned. The procedure was completed with no reported injury.